Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 280-592 mg/dl); cause was not known. Insulin injection and correction bolus were used to address bg. As the events occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.